Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was experiencing a "communication issue". The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient that at an unspecified date and time about a year ago, the subject meter allegedly did not send the test results to the medtronic device. The patient stated that the reported issue "prevented him from efficiently using the subject meter for a year". The (B)(4) was informed by the patient that he manages his diabetes with insulin (unknown type and dosage) and denied making any changes to his usual diabetes management routine in response to the reported issue. At around 10:00am on (B)(6) 2012, the patient claimed to have developed symptoms of feeling "shaky, sweaty and of having other low sugar feelings" and shortly after, ems was called in and the patient was administered with IV glucose. The patient also stated that he was tested on the ems meter (unknown device), but could not recall the result obtained. The cca noted that the alleged issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.